Event description:
The customer reported that his olympus evis exera iii video system center would not display an image when specific scopes were used. According to the initial reporter, this event was not discovered during a procedure. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image with specifics scopes due to a faulty patient board set. Additionally, it is recommended that the software be updated on the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty patient board set. As to the cause of the faulty patient board set, the subject device was manufactured prior to the design change of the dr printed circuit board that was implemented. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.